Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic employee reported that the customer advised that their sensors continually fall off and they need an order for tape. Customer's current blood glucose is 400 mg/dl. Customer was advised to monitor their situation and call back if they need further assistance.